Event description:
Sales rep reported that the surgeon was tapping a hole in the pedicle at l5, the tap broke just below the second thread. It was reported the broken piece was removed from the pedicle using a trephine and reverse thread broken screw removal tool. There was no adverse consequence to patient or delay in surgery. As minor surgical intervention was needed to remove the broken piece, a report is filed to report this event.

Manufacturer narrative:
Device was not returned for evaluation and no definitive conclusion can be made at this time. Based on the age of the device, the issue reported may be related to material fatigue due to normal wear over time.